Manufacturer narrative:
Date sent to the FDA: 1/19/2021. Additional information: a1,a2.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) represents the adverse event which occurred on (B)(6) 2018. (B)(4) represents the adverse event which occurred on (B)(6) 2018.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2018 during which the surgeon noted ¿the mesh was completely fused and inseparable from two small bowel loops and there was no way to remove the mesh without harm to the bowel, so we decided to resect 8 inches of distal ileum.¿ it was reported that the patient underwent second mesh removal surgery on (B)(6) 2018 during which the surgeon noted ¿a complex mesh infection and the abscess cavity going inferiorly was in the superficial tissues just above the fascia and appeared to take focus at a very large prolene knot. The surgeon was able to remove a good amount of the remaining mesh.¿ it was reported that the patient experienced an unknown event. No additional information is provided.